Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra abdominal) closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) how long after the index hernia repair was the hernia recurrence first noted? Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? Please provide the date and surgical findings from any reoperation performed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2024 and mesh was implanted. The patient returned to theatre a few days later for emergency surgery. The mesh appeared brittle and had ¿split¿. Standard prolene mesh was successfully used for the second operation. Additional information has been requested.